Event description:
It was reported by the customer, the evis exera iii gastrointestinal videoscope had an angulation issue and general wear and tear. The issue was found at maintenance. The customer was using a minietd2 for reprocessing. No patient harm reported. During the evaluation of the device, it was noted the air/water cylinder had residue/foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the air/water cylinder had residue/foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. Specified angle and orientation failed. The air/water cylinder was deformed. Rust and scratches in the cylinder were a result of long-term cleaning with metal tip brushes by customer. The charge-coupled device lens was chipped. The plastic distal end cover and bending section cover glue were cracked. The bending tube was deformed. The connecting tube had a wrinkle and was scratched. The universal cord had a wrinkle and the bending section cover glue was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: ·reprocessing method conducted by the user was different from method recommended in the instructions for use (IFU). ·staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU the root cause of why the device was not reprocessed according to the device IFU could not be determined. The following is included in the IFU and may have helped prevent the foreign material clogging the air/water cylinder: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.